Event description:
It was reported by the rep that the (1) tlc55 was used during an unk procedure. It was reported that the instrument misfired on the first reload with no consequence to the pt. The case was completed with another tlc55. The reload was discarded.